Event description:
Based on additional info received 30 october 2014, this case initially considered as non-serious was upgraded to serious as all events required intervention. This solicited device case from an investigator sponsored study lobras was received on (B)(6) 2014 from an orthopaedic surgeon. (B)(6). Study title: un-sponsored study involving synvisc one. This case involves a 50 year old female pt who developed marked pain, swelling, synovitis and inflammatory response after receiving treatment with synvisc one. The pt's med history, past drugs, concomitant medication or concurrent conditions were not reported. On (B)(6) 2013, the pt received treatment with synvisc one injection at a dose of 6 ml once (route, batch/ lot number and exp date unk) for arthritis. On (B)(6) 2013 (6 days after initiating treatment with synvisc one), the pt developed marked pain, swelling and synovitis. On (B)(6) 2013, the pt experienced inflammatory response (moderate in severity) for 2 weeks. The injecting doctor initially thought that the event of inflammatory response to be unrelated to synvisc one due to timing of the onset of symptoms, but later revised this to possibly related. On the same day, an intra-articular injection of betamethasone (celestone) was given to study joint. No action taken. Corrective treatment: betamethasone for all events. Outcome: recovered/resolved for all events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention with betamethasone for all events. Reporter causality assessment: possibly related for inflammatory response and not reported for rest of the events. Co causality assessment: associated for all events. No further info provided. Info about consent for follow up was not provided. Additional info was received on 16 october 2014. Suspect product start date updated from (B)(6) 2013 and frequency updated. Additional event of inflammatory response with its details were added. Reporter causality updated. Pt's clinical course updated. Text was amended accordingly. Additional info was received on 30 october 2014. Corrective treatment and serious criteria for all events were added. Clinical course was updated and text was amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi co comment dated 4 november 2014: this case concerns a (B)(6) female pt who experienced pain and swelling after receiving synvisc one for arthritis. Although the role of device cannot be ruled out based on the device event temporal relationship, due to lack of info regarding underlying concurrent med conditions, relevant concomitant medications and clinical course of event, the definitive etiology for the event could not be explained.